Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do no pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultrasmart meter had a power issue. The complaint was classified, based on the conversation the customer care advocate (cca) had with the pt, since the medical surveillance specialist (mss) was unable to contact the pt to obtain additional info. The mss mailed a letter to the pt on feb 26, 2009, in an attempt to contact the pt for f/u questioning. The pt indicated that the subject meter stopped working approximately 3 months prior to contacting lifescan. He stated that the subject meter would not work even after replacing the batteries. The pt reportedly was calling from the hosp, and his hemoglobin a1c was found to be 9%. He stated that sometimes his blood sugar would go up to "500 mg/dl." The pt alleged that he had to call the emergency services, and had to go to the emergency room after the reported issue began. The pt stated that his blood sugar was tested on the ER/hosp's meter (unk reading) and was treated with some medications (unk type and dose). It is not known whether the pt was treated with diabetic medications. The pt did not have the alleged meter at the time of troubleshooting. Based on the provided info, this complaint is being reported because approximately 3 months after the subject meter stopped working, the pt reportedly obtained a reading of 9% hemoglobin a1c, which could be suggestive of an uncontrolled hyperglycemia.